Event description:
A nurse reported that a system message was displayed which caused the system to lock prior to the procedure beginning. The procedure was rescheduled after the patient had received peribulbar anesthesia. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. The company representative replaced the transducer printed circuit board (pcb). Preventive maintenance was performed. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).